Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that occasionally, the backlight would make the insulin pump¿s screen completely white. The customer reported that they would restart the insulin pump and the screen would return to normal. The customer¿s blood glucose during the incident was unknown. Troubleshooting was not performed. The insulin pump will not be returned for analysis.